Event description:
This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7.

Event description:
Patient's representative reported "strong pain and swelling in the breasts, unexplained allergies, chronic fatigue, hair loss, gynecological changes, among other suspicious symptoms, nodules, swelling, breast asymmetry and hardening of the breasts (capsular contracture, baker grade unknown). Symptoms related to anaplastic large cell lymphoma". Histopathological markers cd30+ and alk- have not been received. The events "unexplained allergies, chronic fatigue, hair loss, gynecological changes, swelling" are deemed not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested due to legal status of complaint. Reason for reoperation: capsular contracture grade unknown, alcl suspected. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma-alcl-suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of lymphoma ¿ alcl-suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.